Manufacturer narrative:
A replacement pump was sent to the customer. Attempts to contact the customer for further information are ongoing. The original product has not been received. Should additional information or the original product be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. The issue for low suction on the pu,p in style is being investigated under (B)(4). Clogged ducts is a precursor to mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation (B)(4).

Event description:
The customer reported that she has low suction with her pump in style device. She also reported that she has clogged ducts caused by the breast pump and that she was prescribed diclozacill.